Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the fill tubing loop during manual prime. The customer¿s blood glucose was 187 mg/dl at the time of the incident. The customer has attempted multiple times but was unable to complete the prime process. Customer was not able to troubleshoot as they do not have the device at the time of call. The insulin pump will not be returned for analysis.